Event description:
The user advised that the pump alarmed as intended and displayed system error. The system continued to infuse at the programmed rates. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required upon completion of the infusion. No further details about the event are available.